Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2009) is considered to be a best estimate. This MDR represents the ventralex mesh (device 2). Additional supplemental emdr's were submitted to represent the ventralex mesh (device 1), composix kugel mesh (device 3) and ventrio mesh (device 4) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of two ventralex mesh (device 1 and 2). Per op notes, "two ventralex mesh (device 1 and 2) were placed to the abdominal wall using prolene sutures." (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device 3). Per op notes, "midline incisional scar was incised. A composix kugel mesh (device 3) was placed to the intraperitoneal space using prolene sutures." (Note: the previously placed ventralex mesh (device 1 and 2) were not seen during this procedure). (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio mesh (device 4). Per op notes, "the previous midline scar was incised. A ventrio patch (device 4) was placed to the intraperitoneal space using prolene sutures." (Note: the previously placed ventralex mesh (device 1 and 2) and a composix kugel mesh (device 3) were not seen during this procedure). (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with removal of all the mesh (device 1, 2, 3, 4) and implant of ventralight st mesh using echo ps (device 5). Per op notes, "adhesions were then dissected down after the intraabdominal wall. The patient was noted to have a piece of mesh in the midline region with the anterior abdominal wall, it had been contracted and crumpled up into a ball. The mesh (device 1, 2, 3, 4) were removed and a ventralight st mesh using echo ps (device 5) was placed to the abdominal wall using tacks."